Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the ceramic liner (p/n: 121881754) was crushed during the tha for bone head necrosis. When the surgeon inserted the ceramic liner, about 50% of the liner rim broke. The rest of the liner rim was fixed with an unknown taper. When the surgeon removed the liner, the rest of it crushed. The surgery was completed with less than 30 minutes delay. The fragment of the ceramic liner remained in the patient. The surgeon commented that the liner might not tilt. There was no adverse event to the patient now. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the returned product was examined and the complainants findings confirmed in that the product had fractured. The suppliers report suggest that the liner was misaligned creating point contact between the liner and shell and which in turn may have initiated the fracture. There was no indications of any pre-existing material defect. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.